Manufacturer narrative:
Investigation conclusion: tested 5x retained and return devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: could not duplicate with retain & returns. Source: phone.

Event description:
Reported one false positive flu b result on sofia flu+sars. Patient is symptomatic. It is unknown if the result was confirmed, but the customer believes the result is false as prevalence is low.